Event description:
New information notes that programming changes were made. Patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, non-sustained ventricular oversensing due to post-paced t-wave oversensing was observed on stored egm. Suggested programming changes will be made during patient&#38112;next in-clinic visit. Patient was in good condition.